Event description:
This complaint is being opened related to a lawsuit, case no. (B)(4). The lawsuit reports that the patient experienced pain, unnatural curvature, and protrusion of the implant from the penis, and a painful revision surgery.

Manufacturer narrative:
Historical data analysis, trend analysis, and the patient's medical records were used to investigate this complaint. The patient had an in-office visit where he expressed interest in receiving the device on (B)(6) 2021. The physician diagnosed the patient with retractile penis, tight suspensory ligament, and body dysmorphic disorder. Possible risks, complications, alternatives, including no surgery, and benefits were all explained verbally and in writing to the patient in full detail. The patient received the implant on (B)(6) 2021. The patient tolerated the procedure well. The patient rated his pain a 4/10 the day after the procedure. The dressing was removed, and the wound was clean, dry, and intact. The penis was healing well with no edges. The implant was positioned well. There were no signs of inflammation or swelling. On (B)(6) 2021, the patient returned to the office for drain removal and stated he was doing well. On exam after drain removal, the physician noted the penis was healing well, and edges were nice and soft. The implant was well positioned. The patient was seen at a six week follow up ((B)(6) 2021) where he was cleared for sexual activity. 0n (B)(6) 2021 the patient arrived at the office for possible removal due to increased girth causing discomfort to his wife during sexual intercourse. On exam, the implant was well positioned. The patient was informed that removal is an option if he desires. The rehabilitation process was discussed thoroughly. This patient was known to have a satisfactory result after the insertion of a subcutaneous silicone penile implant. The girth and length of the penis after the insertion of the implant were very satisfactory, and the patient was happy with the results of the surgery upon frequent follow-up. Upon physical examination, no skin deformities were identified. No limitation on movement of his penis nor in his penile function were observed. The girth and length of the penis had improved significantly. The patient's erections and penile skin sensation were normal. Despite advice to maintain the implant, the patient decided to have the implant removed. The patient was informed on various occasions, including prior to his insertion procedure, that the removal of the implant may cause shrinkage of the penis, shortening of the penis, and formation of scar tissue among other potential adverse events. The patient understood all these risks and decided to proceed with the removal of the implant. Possible risks, complications, alternatives, including no surgery, and benefits were all explained to the patient in full detail. The patient was provided the opportunity to cancel the procedure should he decide to. The patient was also given ample time to consider the materials and consent documents. The patient had all his questions answered by the medical staff and the surgeon to his full satisfaction. Written and verbal consent was obtained, and the patient decided to proceed with the surgery. On (B)(6) 2021, the patient had the implant removed. The patient tolerated the implant removal procedure well. The patient rated his pain a 4/10 the day after the procedure. On (B)(6) 2021, the patient returned for the second follow-up and had the drain removed. On (B)(6) 2021, the patient returned for the third follow-up and had the sutures removed. On (B)(6) 2021, the patient returned for the fourth follow-up. On exam, the penis and skin were healing well. Kenalog injections were provided for the firm incision line. On (B)(6) 2021, the patient returned for the fifth follow-up and had adhesions/scar tissues along the shaft of the penis. The physician injected 3cc of normal saline to help separate adhesion area. The patient tolerated it well. The patient returned to the office on (B)(6) 2022 for a removal of scar tissue procedure. The patient expressed discomfort and retraction of the penis. Upon physician examination, it was identified that severe scar tissue had formed, and the patient needed penile exploration for possible removal of scar tissue. The patient tolerated the scar tissue removal procedure well. The patient rated his pain a 2/10 the day after the procedure. On (B)(6) 2022, the patient returned for the first follow-up and stated he is doing well. On (B)(6) 2022, the patient returned for the second follow-up and stated he is doing well. On (B)(6) 2022, the patient returned for the third follow-up and stated he is doing well; the drain was removed. On (B)(6) 2022, the patient returned for the fourth follow-up and stated he is doing well and has no complaints the penis was healing well with nice and soft edges. The sutures were removed without complication. The patient was seen on (B)(6) 2022 for a two week follow up post scar tissue removal. Diluted kenalog was injected into the shaft of the penis. The patient scheduled an addition scar tissue removal for (B)(6) 2023 but cancelled prior to the surgery and did not reschedule it. There are no claims of curvature or protrusion within the patient's medical records. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, and the instructions for use, which were reviewed as part of the 510(k) process, list pain, penile curvature as anticipated adverse events, moderate to severe scar tissue formation, fibrosis and/or possible detachment of sutures, and lists implant extrusion/perforation as anticipated device deficiency. Pain is a common and anticipated event in any surgical procedure. The instructions for use also list implant extrusion as a potential adverse device deficiency. Dissatisfaction with cosmetic results is an anticipated side effect of that is disclosed in advance. This anticipated side effect is included in the clinical evaluation that was submitted as part of the 510(k) process, within the instructions for use, and a part of the informed consent process. An article was published in january of 2022 titled, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those 100 patients, 10 patients had their implant removed for various reasons. Dorsal curvature and shortening were not a reason listed for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program. There were no cases of post-operative curvature. Swelling is a known side effect of any cosmetic surgical procedure. The post-operative handbook includes information about the swelling of the penile shaft, scrotum, and lower abdomen for approximately one to two weeks after the procedure.